Event description:
Physician reported right side implant rupture diagnosed by ultrasound and MRI. The device has been explanted and will not be returned.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported right side implant rupture diagnosed by ultrasound and MRI. The device has been explanted and will not be returned.